Event description:
The following was reported to hamilton medical ag: many tf (technical fault) 586908 / tn 532910 / tn 533954. Unit cannot be switched off no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).